Manufacturer narrative:
Investigation summary : exec summary - samples were received and an investigation was performed. A review of the complaint lot history check was performed and this is the 1st. Related complaint for needle clog on this lot #. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Samples returned - customer returned (1) loose 0.5ml bd insulin syringe. The consumer reported found a few syringes clog during injection only as they fill fine with air and insulin and after questions found this caller is prefilling her syringes and keeping them in her purse. The returned syringe was examined and it was observed that the barrel was filled with 30 units of a translucent liquid. The contents of this syringe could not be expelled owing to a clog within the cannula which likely occurred after the liquid was initially drawn. The probable cause of the clog is owing to crystallization of insulin residue within the cannula after pre-filling the syringes (as reported). CAPA/sa - based on the above investigation no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd syringe 0.5ml 31ga 6mm was unable to deliver insulin or medication. The following information was provided by the initial reporter : the consumer reported a few syringes clog during injection only as they fill fine with air and insulin. Date of event : (B)(6) 2021. Sample status : awaiting sample.